Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter that was used in the hospital suctioned the patient skin and left a bruise. No medical intervention was reported.

Event description:
It was reported that the purewick female external catheter that was used in the hospital suctioned the patient skin and left a bruise. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "dimensions not specified correctly". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned